Event description:
The nurse thought she shut the clamp after disconnecting the tubing from the pump. The bag infused within a few mins time. Dosage: 1 g/500 ml 5% d5w and aminophylline. Theophylline level was elevated. The pt had breathing problems and ended up in ICU. Incident occurred in the summer of 1991.